Event description:
It was reported that on (B)(6) 2012: the patient presented with neck pain and radiating symptoms into the bilateral shoulders. The patient also reports nonspecific weakness with associated numbness and tingling sensation to both upper and lower extremities. Diagnosis: cervical kyphotic scoliosis deformity, rule out pseudoarthrosis. On (B)(6) 2012: the patient presented for CT of the cervical spine. Impression: status post anterior fixation at c5-6 with no evidence of hardware malfunction; at c5-6 there is a small left paracentral disc osteophyte complex causing mild ventral indentation of the dura but no cord compression; at c6-7 there is a central disc herniation abutting yet not deforming the cord; there is nonspecific scattered bilateral lymph nodes none of which are large enough to be considered pathological. On (B)(6) -2012: the patient presented with persistent and debilitating neck pain. Impression: the patient has significant neck pain due to malunion of the attempted fusion at c5-6 with kyphotic deformity. In addition, she has developed significant adjacent segment degenerative changes. On (B)(6) 2012 : the patient presented with a preoperative diagnoses of cervical spinal stenosis; cervical malunion, status post anterior cervical discectomy and fusion at c5-6; intractable neck and arm pain. The patient's postoperative diagnoses included kyphoscoliotic deformity. The patient underwent the following: partial corpectomy of c5 greater than 50% resection of the cervical corpus; revision discectomy and foraminotomies at c4-5 and c5-6; revision anterior cervical fusion at c4-6 using allograft bone void filler, rhbmp-2/acs, and allograft; revision and placement of anterior structural allograft at c4-5 and c5-6, tricortical iliac crest; revision cervical spinal instrumentation at c4-6, with plate and screws; reduction of kyphotic deformity; exploration of fusion mass at c5-6; removal of deep spinal hardware including anterior cervical instrumentation and interbody spacer; use of fluoroscopy and its interpretation; use of neurophysiology monitoring. Per the op notes, even after manipulation of the corpus at c5, it was difficult to fully improve the kyphotic deformity without creating hyper-lordotic interbody spacer at c4-5. This was fashioned again with the tricortical iliac crest structural graft. To improve the fusion, the surgeon decided to place rhbmp-2/acs into the cord of the structured allograft. This was mixed with the allograft as well as small amount of allograft bone void filler material to keep it retained. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs on (B)(6), 2012. No additional information has been provided.